Manufacturer narrative:
(B)(4).

Event description:
This reload was used to transect rectum during lar. It was connected to idrive and as soon as the surgeon fired the idrive, the reload stopped. The surgery has finished using another stapler (60amt), and no further complaint has been reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged. Staple pushers were visible at the 5 cm cut line indicating the point where the firing had stopped. The anvil clamping mechanism was deformed. Functionally the reload was loaded into a pmv representative handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. The handle was able to complete the firing without difficulty. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.